Manufacturer narrative:
The t:slim user guide states: this alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. Blood glucose level was impacted (309 mg/dl) and was addressed by delivering a bolus, via the pump. Tandem technical support educated the customer on the auto-off safety feature and to check with health care provider before modifying the setting. The customer acknowledged.